Manufacturer narrative:
This event has been reviewed and deemed reportable per (B)(4). This MDR has been reviewed and submitted on april 12, 2016.

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the battery oscillator ii handpiece device was found with a worn out coupling tool side. The vibration head and clamping screw were replaced and the switch was recalibrated. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.